Event description:
A literature article reported 12 patients with a history of uveitis developed mild inflammation following cataract surgery with intraocular lens implant. All events resolved following treatment with a corticosteroid injection.

Manufacturer narrative:
(B)(6). Clinical observation of phacoemulsification and intraocular lens implantation in the treatment of cataract with uveitis. Journal of minimally invasive medicine. 2013/vol8/no3. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).